Manufacturer narrative:
The evaluation revealed the handle with drill guides to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The handle returned was documented as faultless prior to distribution. As the handle had been in use for approx. 2.5 years we presuppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found; dimensions and hardness were found within specifications. The lip of the black marked drill guide is partly deformed inwards and partly broken. The damages of the lip indicate that it got deformed and broken due to a bending overload; most likely the drill guide was inserted and engaged into a plate hole and toggled <30° with high bending forces. The IFU includes the warning that the drill guide shall not be used as lever: do not use the drill guides to bend or move the plate in a better position. This could cause instrument damage. Because no manufacturer related issues were detected the case is attributed to an error by the user. No nonconformity was detected.

Event description:
During inspection, it was found that the tip of the drill guide was broken. It was used in surgery but there was no problem.

Event description:
During inspection, it was found that the tip of the drill guide was broken. It was used in surgery but there was no problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.